Manufacturer narrative:
This report is submitted march 19, 2020.

Manufacturer narrative:
This report is submitted on 05 february 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to absence of the cochlea nerve. The patient was re-implanted with another device during the same surgery.